Event description:
This ra lead was implanted on (B)(6) 2011 and was capped on us (B)(6) 2012 due to the lead dislodged. The physician was dr. (B)(6) at (B)(6) medical in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).